Manufacturer narrative:
The suspect vac pac device was returned to natus and evaluated. A visual inspection confirmed no visible damage. Suction was applied to this vac pac with the valve cap on. The vac pac then lost suction within 24 hours. Suction was applied several times after the initial test, and the vac pac continued to lose suction. The suspected cause of the vac pac leak is a warn out valve from repeated use. The customer was provided information for storage, repair, testing and replacement, and the customer opted to replace their vac pac under warranty. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device lost suction and softened in the middle of surgery. The customer reports that the vac pac was capped off during the procedure, then softened. The patient has been reported to have been in the lateral position for shoulder arthroscopy with two safety belts in use in addition to the vac pac. There is no report of death, injury or delay in treatment. The vac pac device has been reported to have been shipped in (B)(6) 2017 and has been destroyed at the user facility.

Manufacturer narrative:
Erroneously stated that the vac pac device was reported to have been shipped in (B)(6) 2017. The correct purchase date for the vac pac is (B)(6) 2016.